Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 47-57 mg/dl range. Reportedly, the customer over-calculated the amount of carbohydrates consumed during a meal when programming a bolus. Bg was treated by consuming carbohydrates.